Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Healthcare professional reported "ruptured implants and capsular contracture baker grade ii". This record is for the left side. Device was explanted, replaced, and will be returned.

Event description:
Healthcare professional reported "ruptured implants and capsular contracture baker grade ii". This record is for the left side. Device was explanted, replaced, and will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture and capsular contracture was received on december 16, 2025, with lot number 2440127. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported "ruptured implants and capsular contracture baker grade ii". This record is for the left side. Device was explanted, replaced, and will be returned.